Event description:
During review of the programming history available to the manufacturer, it was found that the patient's settings had previously been changed unintentionally due to a faulted diagnostics. A final interrogation was not performed following the system diagnostics test. The unintended settings were not discovered until the next visit on (B)(4) 2008 upon the initial interrogation at that visit. The settings were corrected upon discovery. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.